Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The subject underwent primary total hip replacement in (B)(6) 2006 for osteoarthritis. It was reported in (B)(6) 2011 that spin out of the acetabular cup had occurred. The investigator indicates a probable relationship between the adverse event and the femoral head and acetabular cup.